Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4194 implantable pacing lead 2008-(B)(6); 4076 implantable pacing lead 2008-(B)(6). (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  met elective replacement indicator (eri) and was alleged to be premature depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.